Event description:
It was reported that during a lap gastric procedure, when first fired device on the low area of the stomach, part of the fire was correct but at the end of the load, a portion was not stapled. The device had to be fired again (with the same load) to close the open portion. Hand sutures were used to reinforce and complete the procedure. There were no adverse consequences to the pt and the pt is in good condition. No devices listed as being returned.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.